Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during priming the device was leaking medical solution from the gray tip. No patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
D4 - model number, catalog number and primary UDI number; corrected. H3 and h6. Evaluation codes: updated. One (1) sample was returned for evaluation without its original packaging in decontaminated conditions. The complaint sample was visually inspected in which it was observed that it contains residues of blood. Since the sample was received with biological contamination it was not possible to perform the functional test in the equipment. According to the photos provided by the customer and the condition of the sample the failure mode ¿leaking¿ was not confirmed. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.